Manufacturer narrative:
Two opened trocar assemblies were received in a zip top bag for the report of dull blade. The returned samples were visually inspected. One sample was found non-conforming with a damaged tip and one sample was found non-conforming with a dull cutting edge and the edges seemed to be short. The sample with the short edges was then dimensionally inspected for cutting instrument length and was found non-conforming. This sample was also functionally tested for penetration and was found conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The damaged tip seen in the first sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this damage cannot be determined from this investigation. The dull and short cutting edge seen in the second sample were caused during the manufacturing process of the blade. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during an eye surgery the trocar blade was found to be dull. The product was replaced and the procedure was completed without consequences to the patient. A product sample was requested for evaluation.